Event description:
Additional info received from the reporter on 07/01/2014: I forgot to mention, I also had torn tendons in both hips at the iliac crest that occurred for no apparent reason. I am now 2 weeks post hysterectomy. The swelling, joint pain, and rashes are completely gone. The sinus pressure/upper tooth pain is gone (although a tooth broke for no reason the day I got home from the hospital). I have so much more energy than I've had in years, and can think more clearly. The only issues left are the tendonitis/torn tendons and bone spur. I suspect I will have to have treatments and perhaps surgeries to get them to heal completely at this point. At this point I am grateful that I am improving. I only wish I could have avoided the thousand ad dollars in medical costs.

Event description:
After I had essure implanted I started gaining weight for no reason. I also started having joint pain, swelling, tendonitis (achilles, both elbows, and a shoulder). I tore tendons in both hips while doing nothing out of the ordinary. My achilles tendonitis caused a bone spur on my heel. I had yeast infections that would not go completely away. I started to have low energy, and brain fog. I could accomplish what I did previously. I had severely itchy rashes that would keep me awake all night. I had sinus pressure which caused tooth pain. I went from being a very fit and healthy mother, teacher, triathlete, to being in constant pain, and not accomplishing much. I recently had a hysterectomy and within two days, the joint pain, tooth pain and rashes were gone. I am waiting to see if the tendonitis heals on it's own. (B)(4).